Event description:
Pt reported the adapter on her device was cracked which resulted in blood and air in the tubing. Pt also experienced an elevated blood glucose level; meter read "hi." The device had insulin in the cartridge chamber.